Event description:
Patient had a shiley #8 xlt tracheostomy. Patient was noted to have decreasing oxygen saturations. The nurse performed tracheostomy care and when changing out the inner cannula, the inner cannula was collapsed in on itself preventing adequate oxygen delivery to the patient.